Event description:
In 2000 following a catheterization and femoral angiogram, the angio-seal was placed; although the angiogram revealed the size of the vessel to be very small, which may prevent the angio-seal anchor from deploying properly. The pt later returned with a cold foot. The physician performed a contralateral procedure and found a thrombotic lesion that had already started to recannulate; however, it was angioplastied with good results. The pt was recovering and was discharged later in 2000. No further information could be obtained concerning this event. No product to be returned.